Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had an out of box failure. When attaching the 11 volt emergency backup battery (ebb) to the system controller ribbon, the plastic piece with an arrow immediately disconnected and fell off. A new system controller and ebb were obtained which functioned without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the plastic arrow piece disconnecting from the 11-volt emergency backup battery (ebb) ribbon was confirmed via submitted photos and evaluation of the returned heartmate 3 system controller (serial number (B)(6)). Photos provided by the customer and visual inspection of the system controller, confirmed the ebb white plastic guiding tab was separated from the ebb ribbon cable. The controller underwent functional testing and passed all tests without issue. The guiding tab issue did not affect controller functionality throughout testing. A manufacturing analysis task was initiated to address this issue of the guiding tab falling off of the ebb ribbon cable. It was determined that the issue was due to the manufacturing process of applying adhesive to the guiding tab. A quality alert and an awareness training was issued at the supplier¿s production facility, and the manufacturing process was updated for applying the adhesive. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook section 10 ¿safety checklists¿, and the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), section f ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, section titled "emergency contact list", cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.